Event description:
The manufacturer received information that a trilogy 100 ventilator was alarming when it was unplugged from alternating current power. There was no patient involvement, and no harm or injury reported. The reported stated neither the internal nor external detachable batteries were charging, and both were depleted of charge. It was reported the customer tried a new power cable and two different detachable batteries on the ventilator and the reported issue persisted. The device has not yet been returned for evaluation of the reported ventilator issue. If additional information is received, a follow-up report will be filed.